Event description:
It was reported that an EVERCROSS 035 percutaneous transluminal angioplasty balloon was planned to be used to treat an 80% stenotic plaque lesion in the mid common iliac artery. Upon opening the product, an issue was noted when removing the device from the hoop/tray because the inner packaging was found to be broken, indicating a sterile pouch breach or damage. The device was prepped per the instructions for use with no issues identified, and the balloon was not used in the patient. The procedure was completed using a new product. No patient symptoms, complications, or injury were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.